Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the investigation associated with related event database 1932217 has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure. The identified for malfunction code, is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review: lot 6004133 was manufactured on 14-dec-2023, in line or machine, with a total of (B)(4). The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event. Due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. No further action is required for this complaint. The acrylic glue on the adhesive is not applied by convatec and the adhesive material has been manufactured and inspected in accordance with all specifications, batch documentation and the requirements according to 21 cfr part 820: quality system regulation and iso en 13485:2016: medical devices-quality management systems.

Manufacturer narrative:
E1 patient city: (B)(6). Patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set tape not sticking no further information available.